Event description:
It was reported ((B)(6)) the patient stopped receiving effective stimulation. As a result, the patient's lead was explanted and replaced on (B)(6) 2015. Effective therapy was obtained after the surgery.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Further device information has been included. Therefore, an additional report was included pertaining to the event. Device 1 of 2. Reference MFR report #: 1627487-2015-07390.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.